Event description:
It was reported that the patient presented in clinic for follow-up. It was discovered that the patient's insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. The patient was stable.